Manufacturer narrative:
No system checkout was performed as the resolution was confirmed on the call. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was getting the grub menu on the system after trying to log into the software. The system was functioning normally but the site wanted to use an external monitor. A manufacturer representative connected the external cable (hdmi to dvi) and went to log out and log back in to use the monitor. At this point, the screen keyboard turned to all question marks and the black screen with a cursor in the top left was present. They followed an article for troubleshooting for grub menu. Time was not the issue, so they used the "f" key to fix errors and the system functioned normally after that. The representative rebooted the system to confirm that they could log in after a hard shutdown. There was no patient present when this issue was identified.